Event description:
Same case as MDR ID: 2134265-2015-00662. (B)(4). It was reported that stenosis and acute coronary syndrome were experienced. In (B)(6) 2010, the patient presented due to unstable angina and cardiac catheterization was performed which revealed 2 target lesions. Target lesion #1 was a de-novo lesion located in the mid left anterior descending (lad) with 75% stenosis and was 10 mm long with a reference vessel diameter of 2.7 mm. Target lesion #1 was treated with direct stent placement using a 2.75 x 20 mm promus element stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was a de-novo lesion located in the distal lad with 75% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was treated with direct stent placement using a 2.5 x 16 mm promus element stent in overlapping manner. Following post-dilatation, residual stenosis was 0%. Post-procedure enzymes were elevated. 4 days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, patient was diagnosed with acute coronary syndrome and was hospitalized on same day. 99% stenosis in distal lad was treated with placement of drug eluting stent with 0% residual stenosis. Additionally, 80% focal instent restenosis of previously placed study stent in mid lad was treated with placement of drug eluting stent with 0% residual stenosis. 6 days later, the event was considered to be resolved with residual effects and patient was discharged on same day.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).